Event description:
A customer contacted beckman coulter inc. (Bci) regarding falsely low phosphorous results generated by the unicel dxc 600 pro synchron clinical systems for a trauma patient with a fractured pelvis. The results were reported out of the lab. Customer indicated the patient samples were tested by (B)(6) hospital and higher phosphorous results were generated. The laboratory believes the results obtained at (B)(6) hospital were correct. The patient was treated for low phosphorous based on the falsely low results. Per customer, the patient expired as a result of his injuries, not because of the inappropriate treatment for low phosphorous.

Manufacturer narrative:
The specimens were serum and serum index for hemolysis was 8 on a scale 1 to 10. Other chemistries run on this patient were out of normal ranges, but results are unknown. There is no patient sample to investigate. No system issues were known. No calibration or qc issues were noted. No other patient samples were affected. Service was not dispatched for this event since it was a sample specific issue. A clear root cause for this event has not been determined. A malfunction will be assumed for the purpose of this report.